Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the implant procedure, the patient was in the critical care unit and had a recurrent ventricular tachycardia (vt). Medical staff nearby resuscitated the patient. The next day the patient's condition worsened requiring intubation, and the patient expired an hour later. The physician suspected that the right ventricular (rv) lead was undersensing the vt as no episodes were indicated to have been recorded on the implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.